Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that the alumina head had shattered and the patient requires revision surgery.

Manufacturer narrative:
An event regarding a fractured ceramic head was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned and it was confirmed that the device was fractured. A material analysis completed on the device concluded that "no material or manufacturing defects were observed on the device features examined." Medical records received and evaluation: a medical review was performed and concluded that "cup malposition in absent anteversion has contributed to risk of impingement and/or subluxation thereby causing overload with peak contact forces in the ceramic articulation ending in a ceramic femoral head fracture" device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded that "cup malposition in absent anteversion has contributed to risk of impingement and/or subluxation thereby causing overload with peak contact forces in the ceramic articulation ending in a ceramic femoral head fracture". There was no evidence of a device related issue through the medical review. Furthermore the material analysis concluded that "no material or manufacturing defects were observed on the device features examined". No further investigation is required at this time. If further relevant information becomes available this investigation will be re-opened.

Event description:
The surgeon reported that the alumina head had shattered and the patient requires revision surgery. July 26, 2017 update: the investigation indicated that the shell malposition contributed to the reported event.